Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating/ pain") and allergy to metals ("allergy to nickel") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervix inflammation, vaginitis and vulvovaginitis. Family history included ovarian cancer. Concomitant products included cilest (tri-sprintec) from (B)(6) 2013 to (B)(6) 2013 and eugynon (trivora-28) for contraception. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced alopecia ("severe hair loss"), weight increased ("weight gain"), vaginal infection ("vaginal infections") with vaginal discharge, rash ("skin issues rashes on her stomach, chest, face,and back/ redness"), dental caries ("severe tooth decay"), skin disorder ("bumps on skin"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain when not menstruating/ severe abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating"), arthralgia ("severe hip pain when not menstruating"), nausea ("nausea"), dizziness ("dizziness/lightheadedness"), abdominal distension ("bloating"), constipation ("constipation"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), depression ("depression"), pruritus ("skin issues itching on her stomach chest, face,and back/ itching"), erythema ("skin issues redness on her stomach chest, face,and back"), blister ("skin issues blisters on her stomach, chest, face, and back"), dry skin ("dry patches on skin that resemble a burn") and vaginal cuff dehiscence ("tearing of vaginal cuff dehiscence"). The patient was treated with ibuprofen (advil), ibuprofen (motrin), paracetamol (tylenol), antibiotics, surgery (underwent total hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, abdominal pain lower, arthralgia, nausea, dizziness, abdominal distension, constipation, dysgeusia, fatigue, weight increased, vaginal infection, rash, pruritus, erythema and blister was resolving, the back pain, alopecia, depression and dental caries had not resolved and the skin disorder, dry skin, migraine, headache, dysmenorrhoea, dyspareunia, weight decreased and vaginal cuff dehiscence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, blister, constipation, dental caries, depression, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, migraine, nausea, pelvic pain, pruritus, rash, skin disorder, vaginal cuff dehiscence, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: in (B)(6) 2016, testing ordered by physician that she was allergic to nickel. Consequently, recommended immediate removal of the essure device. On (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingo-oophorectomy, during which her uterus, cervix, both ovaries, and both fallopian tubes were all removed.on (B)(6) 2016 following an episode of sudden abdominal pain,pelvic presure,vaginal bleeding and release of her intestines through her vagina,she had emergency surgery to repair the dehiscence of her vaginal cuff. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of both fallopian tubes (B)(6) 2013, hysterosalpingogram: contrast in the distal left fallopian tube beyond the essure coit. No contrast in the right fallopian tube. Normal endometrial cavity. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: bumps on skin, dry patches on skin that resemble a burn, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss and tearing of vaginal cuff dehiscence. On 1-mar-2018: medical records received: reporters details added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain when not menstruating") and allergy to metals ("allergy to nickel") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain when not menstruating/ severe abdominal cramping when not menstruating"), back pain ("severe back pain when not menstruating"), arthralgia ("severe hip pain when not menstruating"), nausea ("nausea"), the first episode of dizziness ("dizziness"), abdominal distension ("bloating"), constipation ("constipation"), the second episode of dizziness ("lightheadedness"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), alopecia ("severe hair loss"), weight increased ("weight gain"), depression ("depression"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), rash ("skin issues rashes on her stomach, chest, face,and back"), pruritus ("skin issues itching on her stomach chest, face,and back"), erythema ("skin issues redness on her stomach chest, face,and back"), blister ("skin issues blisters on her stomach, chest, face, and back") and dental caries ("severe tooth decay"). The patient was treated with surgery (underwent total hysterectomy and bilateral salpingo-oophorectomy) . Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, allergy to metals, abdominal pain lower, arthralgia, nausea, abdominal distension, constipation, the last episode of dizziness, dysgeusia, fatigue, weight increased, vaginal discharge, vaginal infection, rash, pruritus, erythema and blister was resolving and the back pain, alopecia, depression and dental caries had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, blister, constipation, dental caries, depression, dysgeusia, erythema, fatigue, nausea, pelvic pain, pruritus, rash, vaginal discharge, vaginal infection, weight increased, the first episode of dizziness and the second episode of dizziness to be related to essure. The reporter commented: in (B)(6) 2016, testing ordered by physician that she was allergic to nickel. Consequently, recommended immediate removal of the essure device. On (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingo-oophorectomy, during which her uterus, cervix, both ovaries, and both fallopian tubes were all removed. On (B)(6) 2016 following an episode of sudden abdominal pain,pelvic pressure,vaginal bleeding and release of her intestines through her vagina,she had emergency surgery to repair the dehiscence of her vaginal cuff. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of both fallopian tubes incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report